Manufacturer narrative:
Covidien reference # : (B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records indicates that this unit was upgraded and was released meeting all specifications.

Event description:
The customer reported that when using a stryker bipolar device with the forcetriad in the autobipolar mode, the activation continues when the bipolar forcep tines are separated. There was no patient injury. The case was completed.